Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-13950 and MFR. Report # 3005099803-2013-13951). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device (MFR. Report # 3005099803-2013-13950) was unable to crush the stone while using the alliance handle. The stone was unable to be released from the basket, and the tip wouldn¿t detach. The physician cut the handle of the device leaving the basket, with entrapped stone, inside the patient. The procedure was not completed and patient was rescheduled for surgery the next day for the removal of the basket and stone. Afterwards, outside the patient, the physician took another rx lithotripter compatable basket (MFR. Report # 3005099803-2013-13951) and attached the device on the alliance handle to see if the tip would detach, but it wouldn't. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-13950 and MFR. Report # 3005099803-2013-13951). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device (MFR. Report # 3005099803-2013-13950) was unable to crush the stone while using the alliance handle. The stone was unable to be released from the basket, and the tip wouldn¿t detach. The physician cut the handle of the device leaving the basket, with entrapped stone, inside the patient. The procedure was not completed and patient was rescheduled for surgery the next day for the removal of the basket and stone. Afterwards, outside the patient, the physician took another rx lithotripter compatable basket (MFR. Report # 3005099803-2013-13951) and attached the device on the alliance handle to see if the tip would detach, but it wouldn't. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found that the device was separated by the customer and cut apart from the heat shrink. The basket was extended and with tip was intact. Side car - rx pushback measured to be approximately 23 mm. The sheath was torn and kinked. The coil was buckled in multiple places and was also seen cut and broken. An examination of the basket was not possible because of the damage to the device. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur. User technique, tortuous anatomy and other procedural factors most likely contributed to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.